Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k) #: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by customer that while using bd vacutainer® sst¿ blood collection tubes, one (1) tube due to insufficient negative pressure was underfilled. No adverse impact was reported regarding the patient or user.